Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had endoscopy procedure one in (B)(6) of 2018 and also had their ins repositioned about a month ago due to weight loss. Patient stated that when they were trying to check the ins, the got a por-power on reset message. Patient was redirected to follow up with their health care professional for the por message. No symptoms were reported. No further complications were noted or anticipated.